Manufacturer narrative:
Manufacturing site evaluation: samples received: 5 unopened pouches. (B)(4). Tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated in the dafilon instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified.

Event description:
Country of complaint: (B)(6). Thread broke during surgery.